Event description:
During a distal pancreatectomy procedure the plc75 stapler with a plcr75b reload, clamped on tissue but could not be fired or opened. The stapler was cut out of the tissue and the procedure was completed by use of another device. Inspection of the excised stapler showed that there was an excessive amount of tissue in the jaws. By the end of the procedure the patient's condition had not been adversely affected.

Manufacturer narrative:
Both the reload (plcr75b) and the stapler (plc75) were returned and tested. The stapler performed according to specs, but the reload was found to have a damaged memory module. The damage was such that the reload could not be recognized by the stapling system. This issue will be monitored. Summary: reported condition: the plc75 with plcr75b load was loaded and calibrated and inserted into two sections of small bowel for a side to side anastamosis. The unit was closed down into firing range and a noise was heard as in closed into firing range that was not normal. The indictor lights indicated in firing range with slow flashing green lights, but would not fire. Also the open button was pressed several times , but wouldn't open. The dlu was clamped down on the tissue and would not open or fire even though lights indicated in range. After several times trying to get the I-drive to open the dlu we removed the dlu from the I-drive and the dlu was still attached to the pt's small bowel, with my instruction the surgeon attempted to utilize a bovie pencil to manually open the dlu, but was taking to much time and dr chiu decided to cut out the dlu and complete another side to side anastamosis with a manual gia stapler further down small bowel, once removed I was able to use a bovie pencil and dislodge the 75 dlu from the bowel that had been cut free from the pt. While manually opening the unit I noticed excessive tissue in the crotch of the stapler, but dr chiu needs to know why the I-drive was unable to open via I-drive. This was the fourth time we were trying to use this dlu during this case and the previous 3 firings were on the stomach and worked perfectly. In addition, we utilized the I-drive later in the case with both ralc45 and ralc30v that went perfect. Evaluation summary: dlu was recognized by power console when it was attached. New reload was loaded into the plc75 housing and it was attached to idrive. Unit calibrated normally, opened fully, closed for firing range and fired acceptable staples into four layers of uline foam. Reload was inserted into the plc75 dlu housing and it failed to calibrate because it was not recognized by power console.